Event description:
A report was received that the patient was scheduled to undergo a pocket revision due to necrosis of the skin around the ipg. During the revision the physician elected to explant the ipg due to skin irritation. The paddle lead remains implanted in the patient for future re-implantation of an ipg. The patient is doing well following the revision.

Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.